Manufacturer narrative:
D4;h4,6: info anticipated, but unavailable at this time.

Event description:
It was reported by the sales rep that during a lap chole procedure, they fired and the clip did not advance allthe way, they were scissoring out, and would not come out completely nor form a complete clip. Case completed with new device of same product code. No patient consequence.